Event description:
The device was returned with no information. No further information is available.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis was performed and was found that the hand piece no longer meets the specifications for phase margin. However, the instrument activated properly when tested with a generator. The hand piece was dis-assembled, a torn acoustic isolator and evidence of moisture ingress were found.